Manufacturer narrative:
A ge service representative performed an on site investigation. The memory was reset and the touch screen monitor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system foot switch locked up. No pt injury was reported.